Event description:
Abdominal hysterectomy- "the surgeon had difficult unlatching the handle trigger. This happened almost every time she tried to unlock it and would need to attempt to unlatch it several times before it would finally release. Device case (B)(4)." Intervention - "n/a." Patient status - "fine."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, the device was tested for mechanical and electrical functionality. The device logs were analyzed and the unit was able to pass all electrical and mechanical functional tests. The unit functioned as intended and met current specifications. The root cause of the incident experience may be due to applying lateral force on the trigger. Although the device latched and unlatched successfully during the evaluation, engineering was able to replicate the incident experience when applying more lateral force to the left side of the trigger (from the user's perspective), which can cause the latch mechanism to become misaligned and prevent the device from unlatching. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented guide ribs inside the handle which are intended to eliminate the potential for this type of incident to occur. This lot was built prior to the implementation of these enhancements. This document represents our initial/final report.